Event description:
Note: date of event is unk. It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the first anchor was entered into the obturator internus muscle. When the physician entered the other side to place the second anchor, the mesh came off of the first anchor. The physician left the first anchor in the pt and completed the procedure with another solyx sis system with no further pt complications. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause of the event.